Event description:
During use of the device for a surgical procedure, the user reported the cap on the cannula was difficult to remove. The user used forceps to remove the cap. The cannula was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.